Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was clicking and failed to open. The customer stated that this malfunction caused a delay to the patient care and the nurses managed to get the drugs from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was making a clicking sound and remained closed due to damaged slide rails, with one rail being more severely damaged and missing bearings. A field service engineer removed both damaged slide rails and replaced with new ones, resulting in the fh drawer functioning smoothly and normally. The system functioned as intended after the field service engineer repaired the device.